Event description:
Information was received indicating that the downstream occlusion sensor of a smiths medical cadd solis vip pump could not calibrate. No adverse effects were reported.

Manufacturer narrative:
Additional information received via email on 25-oct-2021: event occurred during testing and no product cause any injury to patient. H6: event problem and evaluation codes: updated after device evaluation h10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device intact. The customer stated problem was duplicated. Device found downstream occlusion sensor failed to calibrate due to latch lock flex sensor not function. Due to latch lock flex sensor not operated properly, it did not recognized cassette latched and won't start the pump. The latch lock flex sensor was replaced. The cause of the reported problem could not be determined. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.